Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the device testing, the device failed to defibrillate on two events. The patient was resuscitated, intubated, and treated for cardiogenic shock. Sepsis was also reported, which was treated with antibiotics. The device is still in use. No further patient complications have been reported as a result of this event.